Manufacturer narrative:
Correction of date of event which, was reported on (B)(6) 2017, initial submission MDR 1000317571-2017-00076 is being retracted as this information was not provided. A batch record review indicates no discrepancies leading to the complaint issue. Preventive maintenance logs have been checked and all preventive maintenance was completed. Machine logs were reviewed and there were no issues relating to the complaint. A photograph has been received for this complaint which was evaluated. This evaluation found that this was a convatec product and associated with the complaint. A non - conformance was opened for this issue. This non - conformance event has been closed with no further actions required for this issue as the risk is low due to the leak being easily detectable as the feel of gel is highly noticeable, and the and the likelihood of this occurring during the manufacturing and packaging stages are low. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that there was a hole in the tube base of the duoderm hydroactive gel product. A photo depicting the reported complaint issue was provided by the complainant. No further details have been provided.